Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the following procedure the patient experienced additionally infection, urinary problems, dyspareunia and vaginal scarring. It was reported that the patient underwent implantation of caldera desara product on (B)(6) 2010. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent removal of old sling and cystoscopy on (B)(6) 2010 due to urinary stress incontinence. No additional information was provided.